Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. The device passed the unexpected restart error test and there were no unexpected alarms of this nature noted during testing. The insulin pump was also received with a cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called and reported that the buttons on the insulin pump were not responding, after the device got wet. The customer received an unexpected restart error alarm and keypad would not allow him to clear the alarm. Customer's blood glucose was not known. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.